Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left internal iliac artery, the device allegedly failed to deploy. It was further reported that the spinning system broke. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the sample, the inability of the adhesive joint (tether / proximal sheath / slide block) to withstand tension, was found as the main issue, which led to the failure to deploy the stent. Three x-ray images were sent for evaluation; it can be seen that the vessel is curved and that the stent was attempted to be deployed overlapping/ inside another stent; the wheel was not broken. Based on the investigation of the provided information, the investigation is closed as confirmed for the adhesive joint (tether / proximal sheath / slide block) to withstand tension which led to the failure to deploy of the stent. The device was used to treat an aneurysm ; which represents an off-label use. A definite root cause is not yet available . Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states 'maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. Retraction of the distal catheter and deployment of the covered stent is initiated by rotating the large wheel on the handle.' Regarding preparation and accessories, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035 inch (0.89 mm) guidewire of appropriate length introducer sheath with appropriate inner diameter and length." The safety and effectiveness of the device when placed across an aneurysm or a pseudo-aneurysm has not been evaluated. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left internal iliac artery, the device allegedly failed to deploy. It was further reported that the spinning system broke. There was no reported patient injury.